Event description:
Event description cpi received informtion that the rate sensing portion of this endotak transvenous defibrillation lead was removed from service due to an insulation problem. A new rate sensing lead was implanted.